Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the safety syringe. The customer reports that the safety shield slid down but would not look into place, then slid up. The customer stated a needle stick occurred as a result, the stick was with a used needle. The customer reports all labs have been negative for the nurse.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.